Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to open and displayed the error message 'device not detected on bus.' The customer attempted to recover the storage and reboot the station, but the issue persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that drawer 2.1 had failed, powered the unit down, reseated all cables connected to the controllers, and ran diagnostics. The system functioned as intended after the field service engineer repaired the device.